Manufacturer narrative:
Device has not been returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient had an infusion set in which the plastic disc of the cleo device, which holds the cannula in place, had disconnected from the adhesive attached to the patient's body. The patient removed and disposed of the infusion site and adhesive. There was patient involvement, and no harm was reported.